Event description:
The customer contacted baxter's service center regarding a check your position alarm; which occurred on the homechoice (hc) during initial drain. The home patient (hp) revealed they connected to the machine and started the initial drain without priming the patient line. The patient line was full of air. The technical service representative (tsr) assisted the hp with ending therapy and starting over with all new supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that the check your position alarm occurred when they adjusted their position, but once they readjusted themselves the alarm went away. They stated that was when they found air with in the patient line. The hp stated that it was their fault that caused the air. The hp stated that they accidently connected during prime so the line was not completely primed when this occurred. The hp stated so they started over, and they were able to continue as normal. They have not had further problems since and therapy has been going well. No problems with the supplies or with the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required.a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) is confirmed due to the use error - patient connected before priming, which was described by the home patient. The label review found the patient at home guide to be adequate for the use error in this incident.